Event description:
It was reported that the radiofrequency programmer head was not working. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer head was not working, though it demonstrated normal telemetry it failed all uplink amplitude tests and the cable was twisted. It was further noted that the label was delaminated. The programmer head was to be sent on for repair. (B)(4).